Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. ` the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision to take place on (B)(6) 2013. Hip(s) to be revised: left. Type of hip replacement product: asr resurfacing. Reason(s) for revision: alval / soft tissue reaction. Bi-lateral patient for right hip see (B)(4). Update - added revision date into correct box. Taken from claimsuite dated 1st nov 2014. Rev date - (B)(6) 2013. Update - amended expiry and manufacturing dates for the head on (B)(6) 2014, expiry date - 29th may 2012, manufacturing date - 4th june 07.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision to take place on (B)(6) 2013. Hip(s) to be revised: left. Type of hip replacement product: asr resurfacing. Reason(s) for revision: alval / soft tissue reaction. Bi-lateral patient for right hip see (B)(4). Update - added revision date into correct box. Taken from claimsuite dated 1st nov 2014. Rev date - (B)(6) 2013.